Event description:
According to the reporter, the device service icon is illuminated. No patient is associated with the reported event.

Manufacturer narrative:
Physio-control replaced the device, and is continuing to investigate the reported event.